Event description:
It was reported the lead was explanted and replaced due to high impedance, noise, oversensing and inappropriate therapy. It was also reported that a patient alert was triggered, but the patient did not hear it. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor fractured; full lead returned and analyzed.